Manufacturer narrative:
The catheter was returned, and analysis found a broken catheter body. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 12-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on 2019-nov-07 regarding a patient receiving fentanyl (20 00.0mcg/ml at 425.0mcg/day), bupivacaine (20.0mg/ml at 4.250mg/day), and morphine (7.0mg/ml at 1.4877mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and post lumbar laminctomy syndrome. It was reported that the patient reported increased pain on an unknown date. A dye study was performed on (B)(6) 2019 and failed as they were unable to aspirate. A catheter revision was performed on (B)(6) 2019 and it was noted that the catheter was fractured off at the lamina. A new spinal segment was implanted and the issue was considered resolved on (B)(6) 2019. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The patient's status at the time of report was alive, no injury. Additional information was received from a healthcare provider (hcp) via a clinical study on 2019-nov-12. It was reported that the device diagnosis was catheter occlusion. Additional interventions included reprogramming on (B)(6) 2019. The etiology indicated that the event was possibly related to the device/therapy and was unlikely related to the implant procedure. No further complications were reported or anticipated.